Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was luxation of the implant after rehabilitation and the patient underwent a revision surgery.

Manufacturer narrative:
This device is concomitant: as the reported failure concerned a tornier flex stem/tray dissociation and as the plastic insert is assembled with the tray, the plastic insert did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that there was luxation of the implant after rehabilitation and the patient underwent a revision surgery.